Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient experienced limb ischemia during support. Actions taken to resolve the issue are unknown. Additional information noted the patient expired and it was noted that the patient's death was due to multiple organ failure. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported issue of limb ischemia has been completed. The impella device was not received from the customer. The root cause of the limb ischemia cannot be determined since the product was not returned and insufficient clinical details were provided. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.